Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating a possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient's family member reported an increase in seizure activity that they believed started that same day. Treating neurologist ordered x-rays to check the integrity of the ncp system. Intraoperative device diagnostic testing during generator replacement surgery approximately two years prior was within normal limits, indicating proper device function at that time. Lead break is suspected.